Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient presented with back pain and bilateral lower extremity pain that goes into the buttock, posterior thigh, and pos terior calf, and also left leg pain that goes into the anterior thigh. He was diagnosed with degenerative disc disease, hnp l3-4 and l4-5. 23 nov 2005 the patient presented for MRI of the lumbar spine due to pain and radiculopathy. Impression: 1. Minimal convex right lumbar scoliosis with loss of lordosis perhaps reflecting muscle spasm. There is a subtle grade I retrolisthcsis of l4 on ls without pars defect at l4. At l4-5, moderate sized right paracentral disc protrusion with posterior displacement of the right l5 root. The right lateral recess is narrowed, but the root is not compressed. With listhesis and facet hypertrophy. There is mild central canal stenosis at this level and there is moderate foraminal narrowing due to disc, end plate and overgrown facets. There is a small focus of both inferiorly and superiorly directed extruded material in the central canal at this level. At l3-4, mild broad protmsion of disc material with a small focus of inferiorly directed extruded material in the central canal. The l4 roots are both contacted and mildly displaced. The lateral recesses are narrowed, but the roots are not compressed. There is no canal stenosis, but there is mild to moderate foraminal narrowing due to disc, endplate, and overgrown facets. Small central disc protrusion l5-s I contacting but not displacing the s 1 roots. There is no canal stenosis, and there is mild to moderate foramina! Narrowing, bilaterally, degenerative (B)(6) 2005, (B)(6) 2006, the patient presented with back pain and lower extremity pain. MRI scan showed 5-6 has left greater than right neuroforaminal stenosis, c6-7 bilateral neuroforaminal stenosis. (B)(6) 2005, the patient was diagnosed with herniated nucleus pulposus l3-4 and l4-5. He underwent the following procedures: bilateral l4-5 microdiskectomy. 2. Right l3-4 microdiskectomy. Impression: I. Right peroneal palsy. 2. L5 radlculopathy. (B)(6) 2006, the patient underwent the MRI of the lumbar spine with and without contrast due to post-op pain and herniated nucleus pulposus. Impression: 1. Status post-right hemi-laminotomy l4-5. There is moderate diffuse lumbar spondylosis and a subtle grade 1 retrolisthesis of l3 on l4. There is no pars defect at l3; but at some point, lateral flexion/extension x-rays could be considered to assess stability at this level. 2. At l4-5 (the operated level), there is what appears to be a recurrent right paracentral disc protrusion with posterior displacement of the right ls root. The lateral recess is narrowed but the root is not compressed. There also appears to be some epidural fibrosis bulging the epidural space and the posterior longitudinal ligament below the disc level. There is no nerve root engulfment or involvement otherwise. There is moderate foraminai narrowing due to disc, end plate and facet prominence. 3. At l3-4, also a right paracentral disc protrusion. There is displacement of the right l4 root; and this appears mildly compressed in its lateral recess. The disc signal is heterogeneous and the enhanced images do suggest also some limited epidural fibrosis below the disc level in the right canal, so as to affect the right l4 root as it exits the thecalsac in axial image #005. There is moderate foraminal narrowing bilaterally due to disc, end plate and facet prominence at this level. 4. Minimal disc bul ge ls-s 1 with mild degenerative foraminal narrowing bilaterally. (B)(6) 2006, the patient presented for a follow up with back pain, and right greater than left lower extremity pain that went into the buttock, posterior thigh and posterior calf. MRI scans showed extradural defects, right l3-4, and centrally at l4-5. (B)(6) 2006, the patient called to update his status. He had increasing sensations of flu-like symptoms with fatigue and just global felt poorly. (B)(6) 2006, the patient presented for a follow up with low back pain and right buttock, posterior thigh, and posterior calf pain as well as some left buttock pain. MRI scan dated (B)(6) 2006 that showed spinal stenosis l3-4 and l4-5, and probably changed consistent with a recurrent hnp. New radiographs were obtained with flexion, extension lateral views. They showed minimal degenerative disk disease but no significant instability. 16 may 2006, 18 may 2006 the patient presented for an interventional radiological procedure. Diagnostic studies are x-rays and MRI scans that give him a diagnosis of degenerative disk disease l3 to l5 with the most significant area being at l4 and l5. Impression : severe spinal stenosis is present at both levels with disk intrusion and crowding of the dural sac posteriorly. Extravasation of contrast material within the spinal canal and into paraspinal soft tissues was seen. Concordant pain data not submitted. (B)(6) 2006, the patient presented for a follow up and continued to complain of low back pain and right lower extremity pain that goes in the right buttock, posterior thigh and posterior calf. Imaging studies: xrays showed degenerative disc disease at l3-4 and l4-5. MRI scan: recurrent disc herniation as previously described and some spinal stenosis, l3-4 and l4-5. The discogram showed degenerative changes, l3-4 and l4-5, with a provocative pain response based on the report at l3-4 and l4-5. (B)(6) 2006, the patient presented for a preoperative visit. The patient continued to complain of lower back and bilateral leg pain, right greater than left, severe pain in right groin, thigh, buttock, leg, <(>&<)> foot most of the time severe numbness in right foot pain in left groin <(>&<)> thigh sporadically severe burning in upper right thigh and groin during sleep right hamstring. Severe spasms in both legs during sleep constant pain in lower back with special emphasis on r/kidney severe weakness in both legs causing loss of balance, easily fatigued encountering body aches similar to flu like symptoms, easily fatigued encountering body aches similar to flu like symptoms. (B)(6) 2006, the patient was admitted and diagnosed with degenerative disk disease with recurrent herniated nucleus pulposus. He underwent the following procedures: 1. Revision decompression bilaterally l1-4 with right ll-4 diskectomy. 2. Bilateral decompression l4-l5 with bilateral diskectomy and removal of recurrent right l4-5 disk herniation. 3. Posterior spinal fusion ll through l5. 4. Segmental instrumentation ll through l5 using blackstone icon instrumentation system. 5. Posterior lumbar interbody fusion l4-5. 6. Insertion 10-mm lordotic trabecular metal implant x1 l4-5. 7. Left posterior iliac crest bone graft. 8. Insertion of 1 kit of soft rhbmp-2/acs with bone graft matrix sponge. 9. Neurovision monitoring x2 hours. 10. Direct pedicle screw stimulation with emg bilateral l3, l4 and l5 nerve roots. Procedure: a good amount of cortical cancellous bone was obtained. The bone was cut into small pieces. Our attention was turned back toward the midline. The deep retractors were placed in. Decortication was done bilaterally l3, l4 and l5, transverse processes, as well as facet joints. This was done with a power bur. The wound again was irrigated. Post screws were left in place. The heads were not placed on yet. The bmp and bone graft matrix sponge were placed in from l3 to l5, also some bone graft that had been morcellized was placed in l3 to l5, alongside the bmp sponge and over the top of it. The heads were then snapped on, all 6 heads snapped on. The rods contoured, affixed to the heads and set screws tightened down to 125 inch pounds with deflection being per the manufacturer's recommendations and our attention was then turned toward additional graft placed over the facet joints l3-4 and l4-5. All the graft had been placed in. We went back to the dural repair. Valsalva was performed. There was no csf leak. A small piece of gelfoam was placed over that repair and vital blue instilled and that gel looked nicely over that to seal it off.